Event description:
The patient was implanted with a left ventricular assist device. The patient presented to the clinic in a usual state of health and there was no self report of any at home alarms. When the patient presented to clinic, there was a "kink" noted in the driveline. The patient and nurse attempted to "smooth out" the kink and the device alarmed. The patient held her chest, and felt dizzy. The alarm self resolved without intervention, and the patient was back to her usual baseline. A review of the alarms showed a pump stoppage. The patient had been tethered to the power module at the time of the event and was changed to batteries with driveline manipulation performed on both power sources; no further alarms occurred. X-rays of the abdomen and chest with full driveline view showed no obvious fracture. A review of the system controller log file noted no other adverse alarms or events leading up to or after the pump stop alarm. A few weeks later, a new log file was submitted, which showed three more pump stoppages while the patient was tethered to a patient cable and power module. On (B)(6) 2015, the manufacturer technical services evaluated the patient's driveline. No broken wires were found during continuity testing; however, review of x-rays noted a suspected driveline fracture 6-8 inches from the distal bend relief area . A driveline replacement was performed and all tests subsequently passed.

Manufacturer narrative:
Additional information: the report of low speed hazards and pump stop events were confirmed based on the evaluation of the returned lead. Approximately 9.5¿ of the external portion/distal end of the driveline was returned. Removal of the reinforcing sleeve revealed an area with shield breakdown approximately 8" from the metal/controller connector. This area appeared to be the area that was reportedly kinked. Electrical continuity testing was performed on the 9.5" portion of the returned lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity. The shielding and bionate were removed, and examination of the underlying wires revealed a partial fracture of red wire approximately 8" from the metal/controller connector. The underlying conductors of this wire were exposed. The partial fracture of the red wire appeared to be consistent with mechanical damage, likely caused by the reported kinking. The red wire represents one of the two wires that represent phase 3. The partially fractured wire would have interrupted function as a result of the exposed conductors of the wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stop events. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 7 months. The manufacturer is attempting to acquire the replaced distal portion of the driveline for evaluation. The lvad remains on-going. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.